Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an spectra penile prosthesis (spp) revision surgery due to unspecified reasons. During the procedure the existing spp was removed and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.